Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08245. It was reported that stent migration occurred. The target lesion was located in the iliac artery. An 18x90/10fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, post stent deployment, the stent "jumped" so they have to put another stent. A second 20x80/10fr 75cm wallstent® endoprosthesis was advanced but have foreshortened post stent deployment. Both stents were implanted. A third stent was advanced and was successfully implanted. The procedure was completed with this device. No patient complications were reported and the patient's status was okay.